Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model cq7558j pta balloon dilatation catheter allegedly experienced material rupture. This reports were received from various source. Two patients were involved with no reported patient injury. There were two female patients whose age and weight were not provided.